Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The lead was repositioned four days post implant and remains in use. No patient complications have been reported as a result of this event.